Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during use. The caregiver (cg) found that there was a leak coming from the cassette area and the floor was wet. The hp was not wet from the leaked solution. The cg had already disconnected the hp from the hc. The cg was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. Visual inspection of the device noted a cut in the patient line. Leak testing confirmed the report of a leak from the cassette. Clear passage testing was performed with no issues noted. Upon evaluation of the returned sample, it was determined that the cause of the system error 2240 alarm was due to a cut in the patient line. It is unknown what caused the cut in the line. Should relevant additional information become available, a follow-up report will be submitted.